Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Level: t10-t12 it was reported that the patient was pre-operatively diagnosed with spine fracture and had to undergo internal fixation. Intra-op, the set screw slipped. The product came in contact with the patient. No patient complications were reported as a result of this event.